Manufacturer narrative:
This report is filed on january 23, 2019.

Manufacturer narrative:
This report is submitted on december 04, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient experienced a performance decrement resulting in the decision to explant the device on (B)(6) 2018. The patient was reimplanted with another device during the same surgery.